Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ls had liquid / moisture / droplets in syringe there seems too much liquid like oil on the rubber.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
There seems too much liquid like oil on the rubber.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed silicon on the rubber stopper, which is used in the syringe process. A silicone content test was completed, and the samples were found to be within acceptance criteria of a max of 7.0 mg. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. A root cause could not be determined as the defect could not be replicated.